Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down button not working correctly. The customer's blood glucose was 130 mg/dl. The customer must press few times for reaction. Customer no dropped insulin pump, now was hot weather was possible exposed to sweat. The product will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive down button due to unlocked lcd keypad connector.